Event description:
IV tubing leak from the t connector. It is possible some propofol leaked from patient's IV line, causing loose IV dressing. This was reported during hand off from rn to pacu rn. No harm to patient.